Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the guidewire was kinking during use. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn # (B)(4). The customer returned one guide wire for analysis. Signs of use in the form of biomaterial were observed. Visual inspection revealed that there were two kinks on the guide wire and the guide wire was unraveled towards the proximal end of the guide wire. Microscopic examination confirmed both welds were present and spherical. The separation point of the core wire was tapered and discolored at the end. The core wire was separated adjacent from the proximal weld. The guide wire total length measured 602mm, which is within the specification limits of 596-604mm per the guide wire product drawing. This means that no portion of the core wire was missing. The guide wire outer diameter measured 0.792mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Functional testing could not be performed on the guide wire due to the nature of the damage. A manual tug test confirmed the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of swg unraveled was able to be confirmed through analysis of the returned sample. There were two kinks and unraveling towards the proximal end of the guide wire. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to the damage. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the guidewire was kinking during use. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.